Event description:
Customer reports that the pt tested 99 mg/dl on a lab result and 229 mg/dl on the device within 7 minutes. No action was taken based on device result. No adverse event reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device, however, customer declined.